Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months (calculated from the date when the system controller was shipped to the implanting center.) The device was returned for analysis. The evaluation is not complete. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient connected to the power module and received a "replace system controller, low speed" alarm. The patient decided with the caregiver to exchange the system controller. The patient was reportedly asymptomatic during the event. The patient went to the hospital the next morning and log files were downloaded from the system controller, which showed a decrease in pump speed that returned to normal support after the exchange of the system controller. The system monitor showed that severe pump speed drops and pump stoppages had occurred. X-ray images of the percutaneous lead looked normal.

Manufacturer narrative:
The report of a replace system controller alarm, pump speed reductions, and pump stoppages was confirmed based on the information contained in the log file retrieved from the returned system controller. Low speed events including one momentary pump stoppage occurred throughout a 2 minute time period on (B)(6) 2016 and low speed events re-occurred for another 2 minute time period on (B)(6) 2016. However, the returned system controller passed functional testing and was able to support a mock circulatory loop for an extended period of time without any atypical alarms or events captured. The returned system controller was found to function as intended during analysis. The submitted log file from the patient¿s backup system controller captured events from (B)(6) 2016 according to the time stamp and appeared unremarkable. The backup system controller appeared to be operating the pump above the low speed limit. A root cause for the alarms captured in the log file could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.